Manufacturer narrative:
Philips service reinstalled the flexvision pc os and application, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision lateral live images repeatedly disappeared during startup on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.